Event description:
Boston scientific crm received information that one month post implant, the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.